Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.

Event description:
Healthcare professional reported right side "hole, non-specific" and "suture at hole for deflation" via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error : observed opening sharp assessed as an unidentified (tear) opening. Additional observations: ¿ crease flat observed in the surface.

Event description:
Patient reported right side deflation. Healthcare professional reported right side "hole, non-specific" and "suture at hole for deflation" via rga. Device has been explanted and replaced.